Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found,

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead indicated consistent high thresholds in multiple pacing sites and the lead dislodged three times on the lateral wall. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.